Manufacturer narrative:
Establishment name: (B)(6). The product was requested to return for evaluation but not returned by hospital. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Completion of the investigation relayed to sales representative. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation: under possible adverse effects: intraoperative or postoperative bone fracture and/or postoperative pain. Following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Zimmer biomet complaint number: (B)(4). This report is being submitted late as it has been identified in remediation.

Event description:
It was reported patient underwent an initial left shoulder procedure on (B)(6) 2012. Subsequently, patient underwent a revision procedure on (B)(6) 2015 due to periprosthetic fracture of the humerus due to patient fall. It was noted patient has poor health and is weak due to prior myocardial infarction.